Manufacturer narrative:
UDI: (B)(4). Investigation summary ==> according to the information provided, it was reported that during an unknown procedure the suture for two truespan meniscal repair system plga 0 degree broke and the implants were coming out. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device lot number: 6l29071, and no non-conformance's related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a meniscal repair procedure on (B)(6) 2021, it was observed that the suture on the truespan 0 degree plga device broke and the implants were coming out. Another like device was used to complete the procedure without a delay reported. There were no adverse patient consequences reported. No additional information was provided.